Manufacturer narrative:
The lot number for the device was provided, a review of the device history records is not required as this is the only complaint with the provided lot#. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/31/2020). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation, during dialysis catheter flush, saline allegedly leaked out of several pinholes found in the catheter. There was no patient contact.

Event description:
It was reported that during preparation, during dialysis catheter flush, saline allegedly leaked out of several pinholes found in the catheter. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: per the complaint history review (chr), a DHR review is not required. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one 14.5 fr d/l glidepath 27 cm str hemodialysis catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for external leaking, as a pinhole was identified 10 mm distal to the collar on the red hub extension leg. The sample was patent to infusion and leaking was observed from the pin hole site only. Circumferential clamping creases were observed on both extension legs. The definitive root cause could not be determined based upon available information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.